Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit had minor scratched lcd window, cracked case near display window corners, broken reservoir tube lip, and cracked lcd window. Unit received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir completely broken off.

Event description:
Customer reported via phone call, the insulin pump had cracks on the reservoir compartment. Customer did not recall their blood glucose reading. Damage was noted. The insulin pump was returned for analysis.